Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during visual evaluation of the device it was observed a crease on the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Per mentor IFU, mentor devices are intended for single use only and should not be reimplanted. Per operative report provided, the left side device was used in an off label manner as it was re implanted after being removed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii-IV. Concomitant medical products: right; 500cc mentor memorygel breast implant; catalog number: 3505004bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant and was presented with left side breast implant rupture, and capsular contracture; baker grade iii-IV. As a result, the device will be explanted on (B)(6) 2019. Patient has had multiple surgeries and implant was re-used during (B)(6) 2018 surgery.